Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5cz88. Investigation summary: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right colectomy the doctor went to fire the device, with a blue reload, and not all the staples deployed. A second like device was used to complete the procedure. There were no patient consequences reported.